Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced pain, erosion, and urinary problems after mesh implantation. The patient underwent excision of urethral foreign body on (B)(6) 2012 due to mesh erosion into the urethra causing obstruction and irritable bladder.(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent retropubic midurethral sling (advantage), cystourethroscopy, and revision of urethral stricture on (B)(6) 2012 due to sui. No additional information has been provided. (B)(4).